Event description:
The male patient had the following medical history: stable angina ccsiii, previous anterior q-wave mi on 31-oct-1998, hypercholesterolemia for which patient is taking medication, family history of disease, previous smoker (since 1998), and ejection fraction of 67%. Patient received three cypher stents. A 3.5 x 23mm stent was placed in the mid rca at 20 atm, a 2.5 x 28mm stent in the mid lad at 16 atm, and a 2.5 x 13mm stent in the obtuse marginal at 14 atm. Fifteen months later, the patient had 1 hour chest pain with st-depression laterally. Patient had a myocardial infarction (mi). Coronary angiography performed revealed 33050% stenosis in the lad stent and significant stenosis at the start of the first obtuse marginal (very small artery) and borderline stenosis at the start of the second diagonal. No invasive treatment necessary and the patient recovered very well with no complaints. Patient was treated with asa and plavix.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-01257. This device crs 28250 (lot r0603595) is distributed outside the united states; however, it is similar to the united states product cxs 28250. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.